Event description:
It was reported that the patient underwent a revision procedure due to discomfort, pain, edema/swelling around the pump area, perforation, and extrusion of the cylinder through the glans of the penis that started around 6 weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new malleable penile prosthesis was implanted. The procedure was successfully completed.